Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 27mm bioprosthetic mitral valve, implanted approximately eight (8) years, eight (8) months, was explanted due to recurrent prosthetic mitral valve stenosis with worsening congestive heart failure. The explanted device was replaced with another 27mm bioprosthetic mitral valve, and the operative report indicated that the valve appeared to be appropriately positioned as it was seated in the annulus and tied snugly.

Manufacturer narrative:
Stenosis. Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Follow up attempts are in progress to obtain the device for return. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
After the device was replaced, patient was slowly weaned from cardiopulmonary bypass without difficulty with systemic pressures in the 80s and 90s. As cannulation was initiated, a large amount of bright-red blood began to spread from the back of the heart. The surgeon recannulated with both a superior and inferior vena cava cannula, and the patient was placed back on cardiopulmonary bypass. Three or four pledgeted 3-0 prolene sutures were placed, however, bleeding from the heart was undertaken. The surgeon re-crossclamped and gave another dose of antegrade cardioplegia, achieved complete asystole, and cooled the heart with iced saline. The right atriotomy and interatrial septum were both opened. Surgeon checked to ensure there was no bleeding from the dome of the left atrium and this was closed a second time. It became apparent to the surgeon that the mitral annulus had disarticulated from the atrium. Surgeon felt the only way to avert this was to try and place a pericardial baffle from the apex of the heart all the way to the right atrium and inferior vena cava. Patient was again warmed and weaned from cardiopulmonary bypass. This time both right and left ventricular function were extremely poor. The shunt was enormous and patient was never able to wean from cardiopulmonary bypass. In this case the surgeon did not think that a right or left ventricular assist device would address the problem. After trying for nearly an hour to wean from bypass with worsening left and right ventricular function, patient developed significant bradycardia. Blood pressure were unable to be generated during weaning off bypass, despite neo-synephrine and epinephrine. Patient then expired.

Manufacturer narrative:
Additional manufacturer narrative: the information received does not reasonably suggests that the edwards device caused or contributed to the patient¿s death nor does the information reasonably suggests that a malfunction of the edwards device caused or contributed to the patient¿s death.